Event description:
It was reported that during set-up, the customer experienced that the drill giving some resistance being inserted into the handpiece followed by homing failure. The handpiece was replaced in order to start with the case. The device was not being used with a patient during the event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for evaluation. It was reported that during set-up, they experienced the drill resistance while the drill was inserted into the handpiece. The initial visual/functional investigation confirmed the returned handpiece had a bent drill guide support. This was found through functional inspection with long attachment. The long attachment did not slide freely through the drill guide support. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.